Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported there were high impedances on both leads and patient lost effective stimulation as a result. Patient also had mrsa infection. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored and patient was recovering post-op.